Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During procedure, the distal tip of the esheath did not open as usual and was unable to advance the delivery system with the valve out of the esheath. The system was retrieved separately. A new kit was prepared and a new valve was successfully implanted. Echocardiography showed aortic valve with minimal paravalvular leak. The puncture site was surgically repaired and a patch was applied. Patient was well post-procedure. Upon removal of the device, distal tip torn and system component separated were noted. The site has confirmed that the there was no missing piece.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Sheath liner fully expanded. Liner torn approximately 15cm from distal tip. Distal tip torn and separated with stretching and scratches noted; separated segment was not returned. Scratches are noted along sheath shaft and near the distal tip. Valve was received crimped over the inflation balloon area. Three struts are slightly distorted at the outflow aspect on the crimped valve. Imagery was provided from the site and revealed the following: procedural video shows difficulty experienced as the delivery system with crimped valve was attempted to pass through the sheath distal tip. The delivery system appears to bend with continued advancement attempts. The valve appears to be crimped over the crimp balloon of the delivery system. After removal from the patient, the crimped valve is observed to have moved distally along the delivery system balloon. The sheath distal tip is torn and separated with the separated piece not shown. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Sheath distal tip torn, difficulty advancing through sheath, and system components separate during use in this case, ''during procedure, the distal tip of the esheath did not open as usual. It was not possible to advance the delivery system with the valve out of the esheath. The system was retrieved separately. A new kit was prepared and a new valve was successfully implanted. Echocardiography showed aortic valve with minimal paravalvular leak. The groin situation was unclear, a 20-gauge cook sheath was inserted and it was decided to surgically repair the groin, a patch was applied''. Per evaluation of provided imagery, difficulty was observed as the delivery system with crimped valve attempted to advance through the sheath distal tip. Per evaluation of the returned device, the sheath distal tip was observed to be torn and separated along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, evaluation of the returned device shows the sheath to have scratches along and near the distal tip, which can be indicative of access vessel calcification near the aortic bifurcation. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification can reduce the vessel luminal diameter and create a constrained condition leading to sub-optimal sheath tip opening. Additionally, sharp calcified nodules can scratch the sheath distal tip and disrupt proper tip opening, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing/separating the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Sheath liner torn. Per evaluation of the returned device, the sheath liner was torn. As scratches were noted along the sheath shaft and distal tip, it is possible calcification was present in the patient's access vessel. Sharp calcified nodules can directly weaken or tear the liner. In addition, as the delivery system appeared to bend with continued advancement attempts through the sheath distal tip, it is possible that the crimped valve may have caught onto the liner and tore it. The liner tear may have extended in length if excessive manipulation was applied during advancement or withdrawal of the delivery system through the sheath. As such, available information suggests that patient (calcification) and/or procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.